Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause of bg level was not known. Customer changed cartridge and inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 60 mg/dl. Customer disconnected from pump and went to the hospital where they were admitted and treated with injections of dextrose and intravenous fluids; nature of fluids was not known. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.